Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not worked with two endoscopes at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was also found that the image of the subject device was not displayed which might be occurred due to the printed circuit board failure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. An olympus field service engineer (fse) evaluated the device on-site and found a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 8 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the printed circuit board components have deteriorated over time and broke down due to repeated use. As a result, the electrical connection becomes unstable and image transmission of the scope and the video processor is affected.